Event description:
It was reported to philips that the system generated a remote alert indicating that the tube current is out of range. No harm to the patient or user was reported. Philips has started an investigation of this complaint.